Manufacturer narrative:
B5 describe event or problem ¿ correction. H2 type of follow up ¿ correction. D2b - procode - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. Performance data was reviewed and signal loss was not found. The probable cause was a defective transmitter. No injury or medical intervention was reported.